Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm maryland bipolar forceps (mbf) instrument conductor wire was broken. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps (mbf) instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken cable was black in color. There was no loss of cautery. There were no signs of thermal damage or arcing observed. There were no instrument collisions. There are no photos or videos available.

Event description:
Refer to h11 for follow-up information.